Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2025. Additional suspect medical device components involved in the event: product family: scs-paddle leads: upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation: upn: m365sc43180. Model: sc-4318. Serial: na. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were kept by the medical facility.